Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation and repaired a cable. The system was tested and operates as intended.

Event description:
The customer reported the apix table controls were not working and the table would not move. No patient injury was reported.